Event description:
It was reported that pump malfunction occurred with malfunction code displayed and caller contacted Technical Support for assistance. There was no adverse impact to the customer¿s blood glucose level. Customer worked with Technical Support to reset pump using provided instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction alarm appeared again, and caller acknowledged and understood instructions.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown / Unknown / Unknown / Unknown.